Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: jl3.5. Sheath: 6fr. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen and on the balloon and contrast in the inflation lumen. This is consistent with preparation and advancement of the sds into the body. It was confirmed that the stent implant was returned dislodged. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The full length of the stent implant was mangled, which is consistent with retrieval using a snare device. The outer diameter measurements could not be taken due to the stent damage. The balloon had relaxed folds, which likely occurred after the stent dislodgement. Additionally, multiple bends were noted throughout the full length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedure or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, accessory device support, and/or interaction with previously implanted stents. It is likely that interaction with the moderately calcified and tortuous lesion contributed to the failure to cross and caused the stent implant to become disrupted on the balloon. Then, as the sds was being removed, resistance was felt and the stent dislodged as it interacted with the anatomy or tip of the guiding catheter. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. To ensure the reported difficulties are not the result of a manufacturing deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release and all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. In this case, the reported difficulties and subsequent damage appear to be related to operational context.

Event description:
It was reported that the xience v stent delivery system (sds) was unable to pass through a moderately calcified and tortuous left anterior descending artery (lad) after pre-dilatation was performed. The patient had severe left main stem disease and a tight tandem stenosis in the lad. Due to pressure dropping in the left main stem, this was treated first. During withdrawal, the physician felt some resistance and the stent dislodged off of the balloon. The stent was successfully snared from the patient after over an hour. No adverse patient effects were reported. No additional information was provided.